Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead impedance and r-wave amplitude had decreased. Noise showed on an egm but could not be reproduced. Insulation damage was suspected. X-ray did not confirm any damage. The lead was capped and replaced.